Event description:
It was reported that episodes of far-field p-wave oversensing was observed. Additional episodes of pacemaker mediated tachycardia were episodes were observed. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable with no consequences.